Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had issue with bolus. Insulin pump there were bolus which had minutes increment with carbohydrates of 15g, 10g, 15g and 9g there were also inaccurate bolus they did on the insulin pump such as 20g of carbohydrates but on history it was showing 32g. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.